Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and valve leak/damage.

Event description:
Healthcare professional reported a right deflation. Healthcare professional later reported "hole in valve" and "particles in valve". Device has been explanted.

Event description:
Healthcare professional reported a right deflation. Healthcare professional later reported "hole in valve" and "particles in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings on the device. Particles in valve: no particles were observed in valve. Valve leak and/or damage: no valve leak. No other observations observed. No further actions are required as no manufacturing issues are observed.